Event description:
Patient required surgery for painful tha. Found corrosion in hip upon examination ,corrosion under a universal biolox sleeve. Omni fit stem implanted in 2000.

Manufacturer narrative:
Corrected data: implant date. An event regarding pain involving an unknown omnifit stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A review of the device history records could not be performed as no lot ID was received. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient required surgery for painful tha. Found corrosion in hip upon examination, corrosion under a universal biolox sleeve. Omni fit stem implanted in 2000.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown omni fit stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.